Manufacturer narrative:
(B)(4). Section g4 PMA/510(k) number: the 950n40 neonatal optiflow¿ junior heated circuit kit is not sold in the united states of america (USA), but instead a similar product 950n40j neonatal optiflow¿ junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j neonatal optiflow¿ junior heated circuit kit has been used under the section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative, that the 950n40 neonatal optiflow¿ junior heated circuit kit was unable to obtain a bubble during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to breathing circuit. Section d4: serial # intentionally left blank as the information is not applicable. Section g4: the 950n40 neonatal optiflow¿ junior heated circuit kit is not sold in the united states of america (USA), but instead a similar product 950n40j neonatal optiflow¿ junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j neonatal optiflow¿ junior heated circuit kit has been used. Method: the subject tubing as part of the 950n40 neonatal optiflow junior heated circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the 950n40 neonatal optiflow junior heated circuit kit could not obtain a bubble. The subject 950n40 circuit kit does not contain a bubble generator, therefore the reported malfunction could not be confirmed. The subject circuit kit was gas leak tested, and confirmed that the total leakage was within the limit specified in the user instructions. Thus, performance testing of the subject device could not replicate the reported malfunction and the device was observed to be working as intended. Conclusion: we are unable to determine the cause of the reported event, as there was no fault found with the returned device. All heated breathing tubes as part of the 950n40 neonatal optiflow junior heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The 950n40 user instructions (ui) include the following technical specifications: gas leakage (60 cmh2o, btps): dual limb <30 ml/min. Operating flow range for the ventilator is 0.5 - 40l/min. The ui that accompanies the 950n40 neonatal optiflow junior heated circuit kit may also caution the user: perform a pressure and leak test on the breathing system before connecting to a patient. Set appropriate ventilator or flow source alarms to monitor therapy delivery.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative, that the 950n40 neonatal optiflow¿ junior heated circuit kit was unable to obtain a bubble during patient use. There were no reported patient consequences.